Manufacturer narrative:
An approximately 11 inch section of the external portion of the driveline was returned for evaluation. Examination of the driveline found breakdown of the braided shield adjacent to the metal connector and the terminus of the bend relief. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the brown wire insulation adjacent to the metal connector. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the pump stoppages observed in the system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the driveline in this location. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stoppage and two low voltage advisory alarms were observed on (B)(6) 2016. The patient had been asymptomatic. Twisting of the driveline was observed and rescue tape was applied; however, no visible break or fracture in the driveline was observed. It was reported that the patient had gained weight. The system controller log file was reviewed by a representative of the manufacturer's technical services team and captured a single transient power elevation up to 25.5 watts. The transient power elevation resulted in a momentary pump stoppage on (B)(6) 2016 at 8:10 am that lasted a few seconds. A technical services representative arrived onsite on (B)(6) 2016 and performed a distal end percutaneous lead replacement. The patient was placed back on a grounded patient cable following the replacement and no low speed or pump stoppage alarms could be reproduced. It was reported that the patient would continue to be monitored in house for an additional amount of time prior to discharge.